Manufacturer narrative:
Product analysis # (B)(4): equipment used: video inspection system (m-78210), ruler 200cm (m-83361). As found condition: the pipeline flex pushwire was returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. The pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be assessed.damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the analysis findings, the customer¿s complaint could not be confirmed, and the root cause could not be determined. The pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that on june 21, the pipeline was implanted again to cover the problematic stent. The target implanted blood vessel diameter was 4.84-4.81mm, and the 5-25 pipeline was selected for the surgery. After implantation, the pipeline opened well but was severely not attached to the wall. It was suspected that the stent was incorrectly packaged and the diameter of the blood vessel was far different. In the end, the surgeon chose to implant a 5-30 (the 5-35 tip was not opened and a complaint had been filed) pipeline to cover the 5-25 stent. The pipeline with lot # b480697 was implanted in the patient. The stent was implanted at the intended location. However, the actual opening diameter of the stent was seriously inconsistent with the packaging diameter, and the stent was seriously not attached to the wall. The cause of the failure to open was not determined, but it was suspected that the stent tip was damaged. It was basically confirmed that the implant did not match the nominal model on the packaging. The pipeline had not been placed in a vessel bend when it failed to open. There were no additional steps or other devices attempted to open the pipeline.

Event description:
Medtronic received a report that one pipeline did not adhere to the wall and was shortened and another pipeline failed to open in the distal section and appeared fish mouthed during implantation. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left ophthalmic artery with a max diameter of 4 mm and a 4 mm neck diameter. Landing zone: distal: 4.84 mm and proximal: 4.81 mm. It was noted the patient's blood flow was xxx and vessel tortuosity was normal. Dual antiplatelet treatment was administered. The angiographic result post procedure showed the 5-25 stent could not adhere to the wall, while the 5-30 stent adhered to the wall. It was reported that the diameter of the stent-covered blood vessel was 4.8 mm. After the first 5-25 stent was deployed, it was severely non-adherent and shortened. It was suspected that the actual model of the stent did not match the model on the package. It was reported the tip of 5-35 stent could not be opened and appeared like a fish mouth during implantation. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #809062803:¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361), caliper (m-78236) ¿as found condition: the pipeline flex pushwire was returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. The pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿damage location details: no bends or kinks were found in the pushwire. The distal hypotube and ptfe shrink tubing were intact, showing no signs of elongation. Both the distal and proximal dps restraints were intact, as well as the dps sleeves, which showed no signs of damage. Additionally, no defects were observed in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. No other anomalies were noted. ¿testing/analysis: according to d00253707, the distance between the dps restraint to bumper nom was measured approximately 69.06mm. This measurement corresponds to the pcn # ped-500-25 (m006393c091). ¿ conclusion: based on the analysis findings, the customer report of "braid foreshortening" and "incorrect part" were not confirmed. The root cause could not be determined. The returned pushwire corresponds to the ped-500-25. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.